Event description:
It was reported that pump displayed malfunction alarm and code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, followed guidance to reset pump, did not experience repeat malfunction, and was advised to continue using pump and call back if problem recurred, which customer acknowledged and understood.